Manufacturer narrative:
The patient care supervisor at the user facility called olympus back and stated the unit was working appropriately. Issue resolved by ¿pushing a couple of buttons. The monitor in operating ¿room 1¿ could not be identified as it was mounted on a boom. No device will be returned. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus technical support engineer was informed by the patient care supervisor at the user facility that the customer high-definition liquid crystal display monitor had no image, ¿screen said no input video y/c¿ during preparation for use. During troubleshoot via telephone the olympus technical support engineer recommended the user change the input to serial digital interface (sdi)1, the patient care supervisor will attempt after the procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.